Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that an intraocular lens (iol) had a bubble on it. There was no patient contact. The procedure was completed with a new iol. The sample is available.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Only a miniscule amount of solution is dried on the lens. One haptic is scratched on the anterior surface in the distal area. The optic has an area that is scraped/gouged on anterior surface. Product history records were reviewed documentation indicated the product met release criteria. Qualified associated products were indicated. There were no bubbles observed on the lens. Other lens damage was observed which may have been interpreted as the reported complaint. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The location of the haptic damage and the direction of the optic damage are in line suggesting damage that may occur from mishandling when using a metal instrument to place the haptic onto the optic during loading of the cartridge. The small amount of viscoelastic present on the lens may also suggest that an inadequate amount was used to fill the cartridge prior to loading. The manufacturer internal reference number is: (B)(4).